Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pocket revision, the physician discovered that the patient had developed a sterile abscess and a possible infection around the pump. The pump was subsequently explanted.